Event description:
Unomedical reference number(B)(4). Event occurred in the united states it was reported that patient faced infusions set leakage at site event on (B)(6)2024. The blood glucose level was 250mg/dl. Infusion set has been used for 3 days. Therefore, patient was treated with IV bolus. No further information available

Manufacturer narrative:
E1: patient city: (B)(4) patient country: united states